Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, cylinder fracture.

Manufacturer narrative:
Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release.

Manufacturer narrative:
This follow-up MDR is created to document the additional event information and the evaluation of the returned device. A titan otr pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed no functional abnormalities with the pump, cylinder #1, or cylinder #2. The information received indicated a cylinder fracture and rupture, but because no functional abnormalities were noted with the returned components, quality cannot confirm the complaint as reported. However, because quality's examination may not conclusively confirm or disprove the report of erosion, quality accepts the physician's observations of such as the reason for surgical intervention. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.

Event description:
According to available information, cylinder fracture. Additional information received indicated re-do because of left distal impending erosion and inability to achieve erection. On site test left cylinder rupture noticed and replaced.